Manufacturer narrative:
G4:04jan2021. B4:13jan2021. The customer requested a call back from the service engineer for help with the serial number and option codes. The remote service engineer walked the customer through putting serial numbers and options codes back in the unit. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported check vent alarm. There was no patient involvement. The customer confirmed "backup alarm failed" in diagnostic error report (drpt). The remote service engineer (rse) suspects and advised the central processing unit (cpu) printed circuit board assembly (pcba). Part ID was provided to the customer.